Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It reported that there was high left ventricular (lv) lead threshold. No intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.